Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the customer had to charge the pump frequently. There was no reported impact to the customer¿s blood glucose level. Although requested by tandem technical support additional information regarding the reported issue was not provided.